Event description:
In an article titled "percutaneous vertebral body cement augmentation for back pain related to occult osteomyelitis/diskitis", the following events were reported. A (B)(6) man with chronic back pain had recently undergone lumbar facet joint injections. Computed tomography and subsequent bone scan found uptake at both l2 and l3. Despite abnormal erythrocyte sedimentation rate and c-reactive protein level and normal radiographic vertebral height, he underwent a vertebroplasty. His pain increased, and subsequent workup found l2-3 diskitis. He recovered with antibiotics and specialty care. The article stated that similar to prior reports of spondylodiskitis, patient had multiple medical comorbidities. The onset of patient's infection appeared to have preceded their vertebral body augmentation procedures and was possibly due to prior interventional procedures for histories of back pain. No further information was reported. Note: all procedures were performed prior to 2008. The article did not discuss or include any applicable devices or products. Unknown cement.

Manufacturer narrative:
Desc event problem: events reported in this article are reported in MFR report# 2953769-2011-00161 and MFR report# 2953769-2011-00162. Report source: article titled "percutaneous vertebral body cement augmentation for back pain related to occult osteomyelitis/diskitis", by glenn r. Buttermann, md; william j. Mullin, md. Eval method: follow-up with author.